Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was repositioned as the patient stated that they could feel the cephalad edge of the device and it was causing them pain. Inspection of the pocket showed it to look grossly normal. The pain was reported in their neurostimulator pocket. The cause of the pain in the pocket and patient could feel the cephalad edge of the device was not determined. The pocket was revised on (B)(6) 2017 to resolve the event. No device, therapy, or procedure issue was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain in their pocket. Interventions included a pocket revision of the neurostimulator on (B)(6) 2017 and resulted in an unscheduled clinic or office visit. Diagnostics reported pain in the pocket on (B)(6) 2017. The event was reported to be related to the device or therapy and possibly related to the implant procedure. It was reported that the patient could feel the cephaled edge of the device and it was hurting. The patient reported that the device had been helpful and wanted to retain the therapy. There was a report that the event was resolved without sequelae on (B)(6) 2018. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.